Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm readings were reported to have fluctuated throughout the day. The patient experienced significant weakness, eventually becoming unable to walk, and was transported to the hospital by their spouse. Upon arrival, a fingerstick blood glucose test was performed. The cgm reading was approximately 30 mg/dl higher than the blood glucose measurement; however, specific values were not documented. The patient was treated with intravenous d50 fluids, and no additional interventions were reported. The patient remained hospitalized for 11 days. It was noted that other unspecified medical conditions contributed to the length of stay. No further medical evaluations or interventions were documented. At the time of reporting, the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. It has been reported that there was a difference in readings of 30 points. No additional patient or event information is available.